Manufacturer narrative:
(B)(4). Per field service representative (fsr), all lines were clamped and the backflow alarm kept alarming. The suspect device is being returned to the manufacturer for further evaluation. This complaint is related to (B)(4)/ medwatch #1828100-2018-00006.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the unit continued to have a backflow alarm. There were no reported adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint has been confirmed. The field service representative (fsr) witnessed the back flow alarm when the line was clamped on both sides of the flow sensor. He replaced the flow sensor. The unit operated to the manufacturer's specifications. Per data log analysis on (B)(6) 2018, the issue indicates the backflows occurred on (B)(6) 2017. The flow log does show backflow alarms on (B)(6) 2017. Looking through the log, a backflow alarm is reported on the following dates: (B)(6). There is no way to tell from the log if actual backflow was occurring. There are no indications of an issue in the logs, but the flow module / sensor should be tested for proper operation. During laboratory analysis, the product surveillance technician (pst) observed the flow sensor to function normally throughout testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.